Manufacturer narrative:
The device was received for evaluation. A visual inspection was done with the naked eye which observed detachment of the tube 80" and the injection site. Additional inspection was performed which observed the remains of the tube inside the injection site. An assembly resistance functional test was performed and the sample met the product specification.the reported condition was verified. The cause of the condition was determined to be related to a user manipulation.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set detached from the injection site (needle based y-site) causing the set to be divided in two. The set had been prepared with parenteral nutrition and this issue occurred when the set was uncoiled. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.